Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. It was noted the patient developed an infection shortly after a normal device replacement procedure. The product was explanted. The patient received a temporary pacemaker placed while the patient was being treated with intravenous antibiotics. There were no additional adverse effects reported.